Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction as report states that the device was removed from patient without injury. It is reported that the units packaging were thrown out, and complainant did not have lot number. Lastly, it is reported that the facility would like the unit replaced, and unit was replaced under separate case number. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Nurse experienced deflation difficulties which occurred over six (6) weeks ago, based on the inability to deflate the fms balloon on the product that was placed in a patient on the intensive care unit (ICU). It is reported that the fms tubing was cut enabling the balloon to deflate and the device was removed from the patient without injury. Another fms unit was placed successfully.